Event description:
It was reported that the patient presented in clinic after receiving a shock for post sensed t-wave oversensing. Programming changes were recommended. No further information is available at this time.